Event description:
It was reported that the customer lost her insulin pump. Her blood glucose was 251mg/dl at the time of reporting. She stated that she had been treating with manual injections. She further stated that her doctor advised to take her off the insulin pump as she had had several episodes of diabetic ketoacidosis, which resulted in hospitalization. No equipment is being returned. Her insulin pump is being replaced. No additional information was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.